Manufacturer narrative:
For field g3 of the initial MDR, the bsc aware date should have been 12nov2020.

Event description:
It was reported that the patients ipg charge was depleting quickly. Database analysis revealed signs of premature battery depletion. The patient underwent a revision procedure. It was noted that during the revision the patients lead had migrated so the physician pulled out the lead from the pocket incision to the midlne incision which caused the lead to be sheered. The patients lead was repositoned and the ipg was replaced. The explanted ipg will be returned and the explanted leads were discarded.

Event description:
It was reported that the patients ipg charge was depleting quickly. Database analysis revealed signs of premature battery depletion. The patient underwent a revision procedure. It was noted that during the revision the patients lead had migrated so the physician pulled out the lead from the pocket incision to the midlne incision which caused the lead to be sheered. The patients lead was repositioned and the ipg was replaced. The explanted ipg will be returned and the explanted leads were discarded.

Manufacturer narrative:
Correction to the initial MDR in block b5. Sc-1160 (sn: (B)(6)). The returned device was analyzed and the reported event was confirmed. Based on a review of all available information, the cause of the reported event could not be determined. The device was undetectable to rc (remote control) and cp (clinician programmer). It could not be charged. The device was cut open, and the battery measured 1.48 volts. The battery was replaced by an external power source for further investigation. The system data log shows a rapid battery depletion, 792 mv per day with the stimulation turned off. The calculated depletion rate was from a period prior the explant procedure. The device exhibited excessive sleep current leakage (8.2 ma), and a hot spot on u2 asic (application-specific integrated circuit) (28.2c). Review of the system data log shows that the ipg battery started depleting abnormally at the time of the implant procedure. The high battery depletion rate is consistent with the abnormal battery depletion rate of an ipg with a damaged asic. Damage to the asic has the signature of an ipg that was exposed to high voltage transients, which caused an electrical short within the asic, resulting in the reported complaint. Electrocautery is a known source of high voltage transients signal. However, representative reported that electrocautery was not used during the implant procedure. The cause of the asic damage could not be determined. Review of the DHR revealed no manufacturing deviations that could have contributed to the event reported.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 7070825/7071337.

Event description:
It was reported that the patients ipg charge was depleting quickly. Database analysis revealed signs of premature battery depletion. The patient underwent an ipg replacement procedure.